Manufacturer narrative:
Additional information: the device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the available information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to a broken capsule resulting in vitrectomy. The incision was enlarged. Additional information has been requested but has not been received.